Event description:
Caller reports that, she bought a one touch ultra mini meter from (B)(6) pharmacy. She reports the device itself is not the issue but the pharmacy. The pharmacy restocked a returned device without appropriately checking to make sure it had not been used by the previous purchaser. When she bought the device, went home and tried to use it, she was poked twice by a needle already in the device. This device had previously been used and the needle was forgotten in it. She rushed to the emergency room and had some blood work done. Reporter is (B)(6) pregnant and she is very concerned about her safety and the safety of her unborn child. She contacted (B)(6) which after some investigation realized they were at fault. They created an incident report and said there was nothing else they could do for her. While she awaits the lab results, she pleads with the FDA to do more and help protect the public.